Manufacturer narrative:
Device return and evaluation is not required as the cause of the event is known.

Event description:
It was reported from the tc that the patient was just implanted and developed an infection along the stitch line of the generator pocket. She went into surgery where they took the generator out of the pocket, cleaned out the infection and put the generator back in. They also gave her antibiotics. Device history records for the generator and lead were reviewed and confirmed hp sterilized prior to distribution. No additional relevant information has been received to date.